Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
According to the reporter, a bravo capsule failed to attach. There was no harm caused to the patient and no intervention required. There was nothing unusual about the patient or the procedure itself that may have led to this event. An endoscopy had been performed prior to the bravo procedure and the esophagus appeared to be normal. The delivery system will be returned to given.

Manufacturer narrative:
Correction:the sample was not returned to medtronic for evaluation. Without the sample a detailed investigation could not be performed. The file will be closed as unconfirmed at this time. If additional information is obtained, or the sample is returned, we will reopen this investigation. If information is provided in the future, a supplemental report will be issued.